Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient developed skin breakdown at the implant site, which led to extrusion of implant. The patient also experienced necrosis and infection at the implant site. Subsequently, the patient was prescribed with oral and topical antibiotics (specific date and duration not reported). The device was explanted on (B)(6) 2026. There are no plans to reimplant the patient with a new device as of the date of this report.